Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 1999. Medical treatment was sought on 10/8/99 for removal of the earring and pt was prescribed antibiotics.